Manufacturer narrative:
Insulin pump had corrosion damage on keypad traces. All buttons responded properly. No button error alarms noted. Insulin pump received with cracked case at display window corners and reservoir tube lip and minor scratches on lcd display window.

Manufacturer narrative:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 448 mg/dl. Nothing further reported. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 448 mg/dl. Nothing further reported.